Event description:
It was reported that (1) tlc55 was used during an unknown procedure. It was reported by the rep that the tlc55 did not work. It is unknown how the case was completed. There was no consequence to pt.